Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed; the reported phenomenon has been reproduced. There was no abnormality in the appearance of the emergency lamp and the cable of the emergency lamp. There was no disconnection in the continuity of the cable of the emergency lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. But, since no disconnection was confirmed in the cable of the emergency lamp, it is presumed that the reported phenomenon occurred due to the failure of the emergency lamp. The failure of the emergency lamp is presumed to be an accidental failure because there is no abnormality in the appearance of the emergency lamp and there is no repair history. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the emergency lamp indicator on the front panel flashed. There was no report of patient injury associated with the event.